Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: stapleton, p., fuller, a., singh-rai, r., wells, r., & bak, e. (2024). Robot-assisted simple prostatectomy for men with benign prostatic hyperplasia and bothersome luts¿a retrospective cohort study. Journal of robotic surgery, 19(1). Https://doi.org/10.1007/s11701-024-02168-2.

Event description:
A review of a clinical literature article titled, "robot-assisted simple prostatectomy for men with benign prostatic hyperplasia and bothersome luts - a retrospective cohort study," a retrospective analysis was performed. The study included 105 patients with lower urinary tract symptoms (luts) who underwent a robotic-assisted simple prostatectomy (rasp) for benign prostatic hyperplasia (bph) in a single-institution. All cases were performed using a 4-arm technique with a da vinci xi surgical system. Two patients experienced a clavien-dindo classification of >/=3, one requiring re-admission and subsequent small bowel resection for an incarcerated port site hernia and another requiring a 2-day intensive care unit admission for acute pulmonary edema, requiring noninvasive ventilation. The study concluded that rasp is an effective and safe intervention for large and very large prostates. Additionally, rasp has favorable operative outcomes for operative duration, length of stay (los), and complications. There were no da vinci device malfunctions reported, nor did the authors allege that any intuitive products caused or contributed to the adverse events. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.